Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that during the laboratory procedure clinician noticed the hex of the implant was stripped and the implant had to be removed. The surgery was not completed using another device. No injury to the patient was indicated and the patient will not need to return for additional dental appointments. Patient was mildly compromised at the time of the event. Tooth location #4.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One 3i t3® non-platform switched tapered implant (bost485) was returned for investigation. Visual evaluation of the as returned product identified that the hex was rounded/damaged (images 1 & 2). Additionally, there was bone residue around the external threads due to usage (image 3). Functional testing was not performed since the hex of the device was rounded/damaged. Pre-existing conditions noted on the per were diabetes & arthritis. The implant had been placed on tooth # 4 (universal) when the incident occurred. Appropriate documentation was reviewed. DHR review could not be performed since the lot number associated to the item was not provided. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. Complaint history review by item number was performed for similar events and no complaint about nonconforming products was identified. Based on the available information, device malfunction did occur and the reported event was confirmed. The following sections have been updated: b4: date of this report. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.